Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). An investigation has been performed, consisting of a documentary review and a product analysis. The product analysis shows that the handle was broken at the pin level, the reported event has been confirmed. The review of the raw material certificates demonstrate that the raw materials were complying to specifications. No other similar complaint has been recorded for avantage impaction handle l250, batch zb151101 within one year. According to available data, the potential root cause could be a dilatation of the material during repeated cycles of sterilization that had generated constraints within the material, leading to cracks and finally breakage of the handle. A change control has been initiated in order to change the raw material of the instrument. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that the impaction handle broke as the surgeon was performing impaction. There was no adverse event reported.